Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 9:30-10:00 pm, the cgm was displaying a value of 350 mg/dl and the patient was vomiting. The bg finger stick (bg fs) value read as high. The patient stated that their glucometer only goes to 600 mg/dl. At that time, due to the high bg value and vomiting, the patient called 911 and was transported to the hospital and was admitted to the emergency room (ER). A bg performed by the hospital and showed a value of 900 mg/dl while the cgm sensor displayed 350 mg/dl. The patient was treated with IV fluid (saline) and insulin to control the high bg values. The patient was released from the hospital less than 24 hours later around 6:00 pm on (B)(6) 2022 with a bg fs value of 258 mg/dl and was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.